Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at cement to implant interface. Cement manufacturer is unknown. Doi: (B)(6) 2017. Dor: (B)(6) 2018. Right knee.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture the surgical intervention, medical device removal and no information available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad 28 june 2019 was reviewed on 12 december 2019. (B)(6) 2017: the patient underwent a right total knee arthroplasty for osteoarthritis. Attune implants were utilized with depuy cement x3. Patella was resurfaced. No intraoperative complications were noted. (B)(6) 2018: the patient underwent a revision of right knee for suspected loosening. Intraoperatively, the surgeon notes the tibial tray loose at implant-cement interface. The patella and femoral components were found well fixed and not revised. All other components (tibial tray and insert) were replaced with depuy revision knee system with non-depuy cement. No intraoperative complications were noted. Doi: (B)(6) 2017; dor: (B)(6) 2018; (tibial tray and insert).